Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had multiple pump error. The customer¿s blood glucose was 100 mg/dl at the time of incident. Customer reports they was able to clear the alarm and able to completely rewind the pump. Customer reports self test did not passed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed selftest and displacement test. No unexpected hardware low level failures or the motor arm cannot communicate with the main arm alarms noted during testing however, hardware low level failures alarm (variable 3) and the motor arm cannot communicate with the main arm are confirmed in the downloaded history file due to broken pin 1 (vdd) trace at on the keypad assembly.